Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the physician intended to perform a sphincterotomy of the patient's ampulla using the "control cut" mode. However, it was noted that all modes functioned properly except the "control cut" mode, which did not work at all. Therefore, the procedure was completed with a different generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, a biomedical engineer evaluated the unit and found the output in the 'control cut' mode to be low and fluctuating. Additionally, he noted that the status light was dimming at the same frequency as the output fluctuations.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.